Event description:
Boston scientific crm received information that this right ventricular (rv) lead was surgically abandoned due to a fracture. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned, therefore boston scientific crm is unable to confirm the clinical observations.